Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported reset was confirmed. Analysis found the device in backup vvi mode upon receipt. The device image was retrieved and analyzed. It was noted that the device had a power on reset (por) on (B)(6) 2010 while delivering hv therapy. The reset was cleared and the device was extensively tested. No anomalies were found. The root cause of the reported reset could not be conclusively determined. It is believed that a connection issue was the cause.

Event description:
It was reported that during implant, the device went into back-up vvi mode after a warning message. The physician was prompted to retrieve the memory map report. Several attempts were made to clear the message. An alert message then stated that tachy was programmed off and the device could not be interrogated any further. The pocket was opened and the device was replaced.